Event description:
Boston scientific became aware of an event involving a spaceoar through the article: a case of migration of a hydrogel spacer for radiotherapy into the pulmonary artery, by kojima et al., 2023. A patient received spaceoar under ultrasound guidance, to avoid complications due to intensity-modulated radiotherapy (imrt). Three weeks after placement, a magnetic resonance imaging was performed to facilitate the imrt planning. The images revealed a small amount of hydrogel between the prostate and rectum as well as in the pelvic vein, mainly around the prostate. Based on these findings, the patient was diagnosed with intravascular migration of the hydrogel spacer. A computerized tomography (CT) was performed, and it was observed defects in the pulmonary artery and the pelvic vein. Furthermore, the CT attenuation values of the embolic material in the pulmonary artery were similar to those in the pelvic vein and were deemed lower than those in thrombi. Therefore, the embolic material in the pulmonary artery was considered to have migrated to the hydrogel spacer and no additional testing was performed. No therapy was administered to the patient as a result of this event since the patient was asymptomatic and did not show clinical signs and showed neither a decrease in spo2 (oxygen saturation level in blood) nor any changes in vital signs. The patient's radiation therapy was initiated as scheduled, and it was completed after one month without complications. A follow up CT was performed five months after the placement procedure, and it was observed that the hydrogel disappeared from the pulmonary artery and the pelvic vein, as well as between the prostate and the rectum.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h10: kojima, k., takahashi, y., sugiyama, s., asano, y., okawa, n., makimoto, s., higaki, f., iguchi, t., & hiraki, t. (2023). A case of migration of a hydrogel spacer for radiotherapy into the pulmonary artery. Acta med. Okayama, 77(6).